Manufacturer narrative:
Additional information provided: a device history record (DHR) review was conducted. No anomalies were found based on the device history record review. No additional investigation is required based on device history review. A complaint history examination indicates this is the second complaint and second for leaking received against the components of the reported final lot. Because no sample was returned and the device history review of the lot number provided indicated product was released according to the manufacturer's acceptance criteria, the root cause cannot be determined however, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported a valved trocar cannula leaked during a vitreoretinal procedure. There was no patient harm reported. Additional information was requested. A product sample was not retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).